Event description:
It was reported that the ilet user received a low glucose alert with a concurrent fingerstick of 64 mg/dl after announcing a breakfast as more than usual, which preceded a downward glucose trend and subsequent hypoglycemia. Symptoms included hypoglycemia and hot flashes/ flushes. Outcomes included self-treatment using oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included review of the user report and education on hypoglycemia treatment protocol. Investigation of this case revealed that the event was consistent with incorrect meal size entry contributing to excess insulin delivery relative to need, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error leading to hypoglycemia.